Event description:
My (B)(6) daughter had her wisdom teeth removed by dr. (B)(6) dental specialists. I believe she was burned by overheating of the electric dental handpiece. She had two marks, one on either side of her mouth, not at the corner of ther mouth slightly in from the corners and in a downward pattern towards her chin. Dr. (B)(6) said the marks were from overstretching her mouth although her marks resemble other cases of confirmed facial burns due to overheating of electrical dental handpieces that I found online. My daughter was treated at a local urgent care center with antibiotic cream. I would be happy to supply photos.